Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "implant exchange due to the patient's concern with the product". This record relates to the left side. Device was explanted and replaced

Manufacturer narrative:
Correction/clarification to h.10. Related report numbers and h.11. Additional mfg narrative in the initial medwatch: this is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000081. Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 17-mar-2025.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and implant exchange due to the patient's concern with the product. Healthcare professional later reported right side rupture. Device was explanted and replaced. Device has been discarded.